Event description:
Patient called on 01/2002, alleging that their one touch basic meter was giving a "redo check" message and was also missing a test strip holder. Patient had to be hospitalized since due to having chronic imflamed pancreas due to not able to test sugar. Patient was having symptoms of nausea, vomiting, stomach pains, blurred vision, and light headedness. Patient was placed on new medication, and insulin after discharge from hospital. Unable to contact the customer to obtain more information.